Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. For treatment of the event, the patient received unspecified antibiotics, the pd catheter was removed, and the patient was placed on back-up hemodialysis (hd). On (B)(6) 2011, the patient was discharged from the hospital. The nurse stated a possible cause of the event could have been a break in aseptic technique, but that could not be pinpointed. The nurse stated that the peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy. At the time of this report, the patient was recovering. Therapy with dianeal pd4 ambuflex was ongoing.

Manufacturer narrative:
(B)(4). This report for peritonitis cannot be confirmed as no samples are available. A batch review was conducted on potentially associated lot number gd885301 with no issues noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.